Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The compressor printed circuit board (pcb) and solenoid valve assembly were returned to medtronic¿s failure analysis laboratory. A visual inspection of the compressor pcb was performed and no anomalies were found. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned compressor pcb. A visual inspection of the solenoid valve assembly was performed and no anomalies were found. An investigation was performed and the reported issue was duplicated. The connector pins on the solenoid valve sub assembly were damaged. The identified root cause of the reported issue was due to a vendor process issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated a compressor failure alarm. The ventilator was not in use on a patient at the time of the reported event.